Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855 investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for broken/leaking was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of broken/leaking was not observed. Also,10 retain samples were subjected to a visual inspection for brittleness and 1 of 10 samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of broken/leaking. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, customers found five (5) yellow tubes body broken and cracked, ranging from 3-5 tubes in each medium package. No patient impact reported.